Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had not powered on after medications had been filled, and the screen went black. Machine was power cycled, troubleshooting was performed, and the outlet was checked, but the issue persisted. Customer stated that the hard drive might have been compromised. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power at the outlet. The field service engineer (fse) inspected the device and found no power at the outlet. Once power was restored, the unit powered up normally. Diagnostics were run and operation was verified as functional. The system functioned as intended after the field service engineer (fse) resolved the issue.